Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak of vincristine 0.56mg in 25 ml of normal saline from a port on secondary IV tubing during infusion. There is no report of patient or provider harm.

Manufacturer narrative:
The customer¿s report of a leaking smartsite port was confirmed. The root cause of the failure was identified as an oval shaped smartsite. The root cause for the oval shaped smartsite was not determined. Temperatures above 62 degrees celsius/144 degrees fahrenheit have the potential to cause deformed oval shaped female luer adapters as these temperatures are outside the specifications for which the product is rated.

Manufacturer narrative:
(B)(4)